Event description:
It was reported that the bd safetyglide¿ needle was blocked and couldn't draw up or administer vaccine medicine. The following information was provided by the initial reporter: "when needle is attached to either a luer lok or pre-filled syringe, no vaccine can be drawn up or administered. No liquid is able to pass through the lumen of the needle".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305916 and lot number 2010821. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the bd safetyglide¿ needle was blocked and couldn't draw up or administer vaccine medicine. The following information was provided by the initial reporter: "when needle is attached to either a luer lok or pre-filled syringe, no vaccine can be drawn up or administered. No liquid is able to pass through the lumen of the needle."